Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cemented p/n: 42540000038, l/n: 62847367. Articular surface fixed bearing p/n: 42512600716, l/n: 62992671. Natural tibia trabecular metal p/n: 42530007501, l/n: 62500433. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Product location is unknown.

Event description:
It was reported that the patient underwent a left knee revision procedure on 24 months post-implantation due to pain and loosening of femoral component. The patient suffered traumatic injury to the knee in 12 months post-implantation which resulted in pain and effusion to left knee, including mild symptoms of instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filled to relay additional information. The reported event was confirmed from medical records received. Device was not returned. Review of the device history record DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.